Event description:
The device was implanted on 2/5/97, for the infusion of amikacin to the right knee for treatment of infection. On 2/10/97, the physician informed a MFR clinical rep. That during the refill that day (2/10/97), the pharmacy sent him "full strength amikacin" instead of diluted to 50mg/ml. The physician emptied the device within a half hr of the error and refilled the device with the correct concentration of drug using the MFR's needle, extension tubing with stopcock from the or and an empty barrel syringe. The physician used the MFR's device refill kit for the first device refill only. No further details were provided at this time.